Event description:
Procedure: urological/gynecological. According to the reporter: the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Maude report #: (B)(4). The MFR is unknown at this time because product code and brand name is unknown (unknown avaulta). However, since no additional info can be obtained from the pt, a MDR was submitted.